Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple users were unable to log in to multiple stations. A technical support specialist (tss) dialed into the server and verified that no stations were in critical override, communication was normal as per synchronized information 2.0, and system uptime was stable. User was confirmed that login functionality had been restored. The tss then proceeded with case closure as agreed. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple users were unable to login in multiple station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.